Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported per the customer that this item would not come off standby after being turned on.